Manufacturer narrative:
Thirteen days after being admitted to the hospital, the patient was discharged. On an unspecified date, the patient¿s pd catheter was removed and the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Telephone number: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the peritonitis was reported as ¿pd area in poor conditions¿ and break in aseptic technique (not further specified). The peritonitis was manifested by diarrhea and cloudy effluent. The same day as event onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day, the patient was treated with intraperitoneal (ip) cephalothin and ip amikacin (doses, frequencies, and duration not reported). Two days after the event onset the patient was changed to hemodialysis therapy. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.